Manufacturer narrative:
Concomitant medical products: neutralizing tablets: formula 09081x lot 60102; enzymatic cleaner: formula 07458x lot 60698; enzymatic cleaner: formula 07458x lot 57836. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a female consumer used oxysept the night of (B)(6) 2016, but the product did not have the usual pink. (B)(6) when she put in her lens, she immediately had a burning sensation and had to remove the lens immediately and went to the emergency. On (B)(6) 2016 follow up information was provided and she put the oxysept pink tablet in the solution and added an ultrazyme tablet, then she put her lenses in the lens case. She noticed that the solution did not become pink as usual. The morning after (B)(6), when she put her lens in, it burnt so she washed her right eye thoroughly with phylarm (sterile eye solution). Then she went to the ophthalmologist who said that she got conjunctivitis and gave her a treatment. She kept the doctor's prescription but she cannot read it. She only remembers that she had vitamin a eye drops. She went back then to the optical store that sold her oxysept with her product. They tested it again and put another tablet in the solution which took about 2 hours to become pink. It seems that it is not about misuse of product by the customer but maybe a quality problem. She left the product at the store. No further information was provided. Neutralizing tablets and enzymatic cleaners were used in conjunction with the solution on the reported event and each will have a separate MDR. This MDR represents the solution.

Manufacturer narrative:
Corrected data: in the initial MDR, UDI # was noted as na (not applicable). UDI # has been corrected as follows: (B)(4). In the initial MDR, reference to type of reports was inadvertently not provided. Update as follows: alternative reporting number: (B)(4). Additional info: concomitant product: neutralizing tablet: formula 9081x lot 59081. Device evaluation: the oxysept solution was returned to the manufacturing site for investigation. Both retain and return product testing were performed and included microbiology and chemistry testing. The retained and returned products tested showed that all results were within specifications. Product failure was not confirmed. Manufacturing record review: a review of the manufacturing records was performed. Manufacturing records were reviewed as below: the records for production process were found to be acceptable, all testing items were completed and met specifications, including incoming chemical materials testing, primary and secondary packaging materials inspection, product physical appearance inspection, bulk and finished product chemical testing and microbial testing, sterilization records, environment monitoring and water system monitoring. There was no same or similar non-conforming material record, or related process/material change. There were no non-conformances related to the reported complaint. In conclusion, reported lot was deemed acceptable for release. A search was conducted and found that this was the only complaint reported for the same lot. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Specific instruction for rinsing the lens case with sterile saline solution and leave to air dry, and to not leave your lenses for longer than 12 hours in the solution to which an ultrazyme protein remover tablet has been added. As reported, the patient/customer put the oxysept tablet in the solution and added an ultrazyme tablet, then she put her lenses in the lens case and put the lens into her eyes next morning. This use manner is contraindicated with the dfu which states that when you remove your lenses from the solution containing an ultrazyme tablet, always rub and rinse both sides with sterile saline solution before inserting them into your eyes. Based on the results of the investigation, no product deficiency was identified. The customer's reported complaint could not be confirmed. All pertinent information available to abbott medical optics has been submitted.